Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted, to relay additional information. Visual inspection of the returned tasp, found it to exhibit signs of repeated use nicked/ gouged. And the post feature has fractured off. All pieces were returned. The reported event did not occur, in an operating room or as part of a medical procedure. Medical records are not available for review. Device history record (DHR), was reviewed for deviations and/ or anomalies with no deviations/anomalies identified. A definitive root cause cannot be determined. However, the ztr wa 0820 20 documents, the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing, hackle marks and river lines in the case of bending overload. And hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint is confirmed, via product review. If any further information is received, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) provisional bottom.

Event description:
It was reported that a tasp fractured. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.